Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not affected. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the soft cannula retracting. The soft cannula was held securely in place by the catch beam. The soft cannula could not redeploy after a retraction. The soft cannula did not retract into the pod. The pod was received with damage to the exposed portion of the soft cannula. The soft cannula measured to be approximately 0.81 in. And showed signs of cuts. It could not be determined when this damage occurred.